Manufacturer narrative:
The device log file was requested but unfortunately was not provided for investigation. Therefore only the initially provided information could be taken as basis for the analysis. As the airway pressure is one of the most important breathing parameters it is monitored continuously. If the upper set alarm limit is reached an "airway pressure high" alarm is posted with high priority. In case the airway pressure exceeds the set pmax value at least 10mbar the automatic ventilation is stopped for 200ms. If the overpressure condition is not resolved or comes back within 2 seconds the automatic ventilation is stopped and a corresponding "vent inop" alarm is generated. It can be concluded that the device behaved as specified for the detected overpressure situation by switching off the ventilator and posting the corresponding alarm. Due to the lack of further information respectively the device log a root cause for the overpressure condition cannot be given.

Event description:
It was reported that during a case a high pressure alarm was posted and that the unit went into vent failure. No patient injury reported.